Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:battery issue. Manufacturer contacted the customer with follow up phone call for knowing customer's condition;customer feel well ;customer drunk plenty of water; customer visited the doctor who advised the dry mouth is not related to diabetes symptoms but due to opened mouth sleep mode.

Event description:
Consumer reported complaint for dead meter; meter unresponsive to "s button" and strip insertion. The customer's expected blood glucose test result range is 87 to 167 mg/dl. The customer reported symptoms of dry mouth. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2016, the customer was still unable to get the meter to turn on. The customer has scheduled an appointment with her physician on (B)(6) 2016, but the reason is not provided. The test strip lot manufacturer's expiration date is 12/17/2016. Adverse event not reported.